Manufacturer narrative:
(B)(4). Investigation summary: 1 defect sample was returned to bd (B)(4), however, due to covid-19 the samples were unable to be sent to the manufacturing plant for full investigation. Bd (B)(4) did confirm that the np needle was broken and missing. Two photos of a 32 g x 4 mm of pen needle sample were returned from lot. No. 9114912, cat. No. 320136. Visual examination of the returned photos was carried out and a broken non patient end of cannula was observed. Based on the condition of the sample in the photo and the fact no physical sample was returned no clog testing could be carried out. Investigation conclusion: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause description: as the sample in the returned photo was open it is not possible to confirm this defect to be manufacturing related. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that prior to use drug did not flow during priming and non patient end was missing with a bd pen ndl 32 ga 4 mm. The following information was provided by the initial reporter, translated from (B)(6) to english: when a customer conducted air purge, drug didn't come out. S/he suspected the pen however needle npe was missing.